Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient said his stimulation is off and he can't charge it. The patient did not have his recharger (insr) with him at the time of the call, so it could not be confirmed which screen the patient was seeing. The patient changed the batteries and charged the insr. The patient said it has been a while since they last charged. The patient said it has been probably over three months. The patient said he turned stimulation off and didn't charge it because it "wasn't working right". The patient said it wasn't hitting the area he needed it to hit. The patient said he started getting "shocks" in his back but it wasn't working right. The patient said he needs to have a MRI and they want him to put the device in MRI mode. The reason for the MRI is they may need to remove 2 or 2.5 of his thyroids. The patient also stated he wants to get the device charged then programmed. Patient said if it can't be programmed to help him he wants to have the device taken out. The patient mentioned he has had his device reprogrammed about 100 times. No further complications were reported. No additional patient symptoms were reported.